Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had what appeared to look like "ink blots" on the pump touch screen that blocked graphics and text. Customer's blood glucose was 101 mg/dl. Reportedly, the customer reverted to a backup pump for insulin therapy.